Manufacturer narrative:
E1: the event was reported by a siemens healthineers employee and a facility contact name and phone number were not provided for reporting purposes. H3, h6: initial actions (corrective and/or preventive): system is taken out of use until service checkup and correction. Manufacturer's preliminary results and conclusion: according to the available information, an installation issue is assumed. The investigation is ongoing. A supplemental report will be submitted to the FDA if additional reportable information is obtained by siemens healthineers or upon completion of the investigation.

Event description:
Siemens healthineers was notified of an installation issue involving the mammomat fusion system. According to the complaint report, this system was not correctly installed in a mobile unit. Although no injury was communicated, an incorrect installation of this system in a mobile unit could result in a serious injury.